Event description:
It was reported that the asymptomatic patient presented for follow up during transmission through merlin.net transmission. The right ventricular lead exhibited loss of capture, sensing anomaly and high impedance. No intervention had been reported.

Manufacturer narrative:
(B)(4).